Manufacturer narrative:
Device evaluation device returned with the filter basket only. No catheter was returned gold proximal mouth of filter basket deformed no deformation to floppy tip medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a spider fx to treat a stenosis lesion. A 8 fr 25 cm terumo was used. A chikai0.014 inch 200 cm asahi intecc was used. Anterior dilatation of the blood vessel was performed. Post-dilatation was performed. Blood vessel tortuosity was moderate. A suture-like object was protruding near the center of the filter. It was discovered after the procedure was completed. No patient injury reported.